Event description:
The rptr did meter to hcp meter comparison tests. After a test result of hi, rptr was experiencing headache and sweating and called paramedics. They tested on their meter (type unknown) with result of 370 mg/dl. Rptr requested they test rptr's meter; reading of 450. On follow-up, rptr took the insulin after first test of hi. Rptr felt no different, so called paramedics. Has had results inconsistent with feelings at other times. Checks confirmation dot, compares to color chart. Rptr's technique is precise; rptr cleans meter. No harm was alleged.